Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.